Manufacturer narrative:
Integra has completed their internal investigation on 6/14/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: no metal shavings after pressure test. No helicoil movement in the ratchet extension arm torque screw felt tight under pressure test. There was a scratch found in the threads. Device history record reviewed for this product ID (a1059) lot code/work order: (B)(4), manufactured on 01/23/16 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for the devices. Starburst teeth: a two year lookback in the complaint system for this reported failure and or related to "starburst tooth was chipped or crushed " for this product ID shows that 13 complaints were received including this case. All 13 were received by the same customer. This issue is currently being monitored. Torque screw threads: a two year lookback in the complaint system for this reported failure and or related to "scratch on torque screw " for this product ID shows that 8 complaints were received including this case. All 8 were received by the same customer at set times (02/02/2016 and 03/17/2016). This issue is currently being monitored. In summary: the skull clamps ratchet extension has a detailed assembly instruction that outlines the process of installing helicoil. The last step in the work instruction requires the operator to use a ¾-16 thread gage to verify fit. All of the products in question were subjected to these quality controls during manufacture. These will be monitored for trending. CAPA has been initiated for the reported issue.

Event description:
During incoming inspection of goods by the distributor, a scratch on the torque screw and starburst tooth was found. There was no patient involvement.